Event description:
It was reported PICC passed on 07/20, presenting a leak in extension on 07/25. It was stated the product was discarded because it was contaminated. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0785 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC passed on 07/20, presenting a leak in extension on 07/25. It was stated the product was discarded because it was contaminated. 09/14/2022 additional information received: was there any harm to the patient/health professional? (Detail) r. No. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? A. Yes, surgical, with the insertion of a new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.